Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates there were foreign objects in the auxiliary water supply channel of the insertion section and control unit were found. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.